Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. After the procedure, the patient experienced symptoms of urinary retention and ended up in the emergency room (ER) that night. A foley catheter was put in place for a week. The patient prostate was very large (96.1 volume) and may contributed to the urinary retention. The patient radiation treatment was delayed.